Event description:
It was reported that the patient experienced pacemaker mediated tachycardia (pmt). The parameters on the device were reprogrammed and the device remains in use. It was noted that the patient is taking part in the safety and efficacy study of the medtronic corevalve® system in the treatment of severe, symptomatic aortic stenosis in intermediate risk subjects who need aortic valve replacement (surtavi). Study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: mcs-p3-31-aoa, transcatheter valve, implanted: (B)(6) 2014. (B)(4).